Event description:
On (B)(6) 2012, dr. (B)(6) reported to merz aesthetics territory manager that a female patient was injected into tip of nose; her left cheek and just below the left eye is swollen. Patient's nose also turned red and purple colors. On (B)(6) 2012, (B)(6) stated the patient had experienced left lip/cheek and nose swelling, bruising and burning post radiesse injection. On an unknown date, the patient went to the hospital for assistance for her adverse events, was discharged the same day; she then went to a different hospital the next day where she was hospitalized for 2 days. No diagnosis or treatment is known.

Manufacturer narrative:
Despite multiple attempts to obtain additional information on the patient, events, hospitalization, treatment and patient's recovery status, none was received. A review of the device history records was not performed as the lot number was unknown.